Manufacturer narrative:
This incident is being reported due to the safari2 guidewire that was returned for analysis on (B)(6) 2021, which was lodged inside the balloon catheter. As received, the specimen consisted of one each safari2 275cm sml crv; returned still loaded within the edwards 130cm, 32mm x 4cm balloon catheter and coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. As received, the specimen was lodged within the balloon catheter with the distal 13.85cm (when measured from the distal apex of the formed curve) of the safari wire extending distally from the catheter. The specimen presented kink damage located proximal of the balloon catheter and large radius bends over the remainder of the specimen length. The specimen also presented offset/overlapping coil damage 23.4 to 23.7cm from the proximal end of the balloon catheter/98.32 to 98.35cm from the proximal end of the specimen safari wire. All joints appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. The balloon catheter presented crimp/pinch damage 16.7 to 17.1cm from the catheter distal tip that may have impinged on the guidewire lumen. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu), operational instructions: prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks which may have occurred. Do not use a wire which has a damaged tip. Damage will hinder the performance of the guidewire. Inspect and prepare the catheter according to the manufacturer's instructions. This includes flushing the catheter to be used with heparinized saline solution. Verify compatibility of interacting devices prior to use. As indicated in the dfu warnings: do not torque this device. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors have contributed to the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Description of the event: balloon wouldn't track on wire, discovered wire was damaged, removed wire and balloon. Successful implant outcome with replacement wire and balloon. Patient fully recovered.